Event description:
As reported, device has loose connection and unreliable picture . The issue found during a procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
In a follow up communication with the customer, it was conveyed that the subject device was used in a orthopaedic procedure and stated " not sure what specialty was using the other, whether it was orthopaedic , urology or gynae ". Customer did not provide further information . Another complaint was opened for the second event . Please refer to a report with (B)(6). The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. Error e226 may have occurred due to the broken cable unit resulting to intermittent image. The cause of the broken cable could not be identified. Other inspection finding was as follows: camera cable was heavily twisted. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿the camera cable may be damaged¿ for the following: ¿do not coil the camera cable with a diameter of less than 20 cm; never excessively pull the camera cable, but straighten it gradually when it is coiled; never excessively bend, pull, twist, coil, squeeze, or crush the camera cable; do not use excessive force when wiping the external surfaces of the camera cable; never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope; never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.